Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy treatment device was used without ensuring a sufficient distance from the tip. The event can be detected and prevented by following the instructions for use which is stated in chapters 3.3 inspection of the endoscope, and 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited a burn on the camera cover. There was no patient involvement.